Event description:
It was reported that an alarm 2 followed by an alarm 26 occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.